Event description:
It was reported that during a primary procedure for a hip fracture, the surgeon could not get the helical blade to insert. The surgeon felt something was wrong with the helical blade. A second helical blade was used to complete the procedure. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. Product development evaluation reveals that the part was received with wear marks and scrapes on the surface of the returned helical blade. The wear marks and scrapes were through the anodize layer, exposing the base metal. The pattern of the scrape was helical, and the size and geometry resembled damage from the locking mechanism tab of a trochanteric fixation nail (tfn) when it is deployed prior to helical blade insertion, thereby creating the resistance and the wear and scrape pattern. During this evaluation, the returned helical blade was assembled in order to complete the insertion construct and evaluate the alignment of the construct with respect to the returned blade. With the construct assembled, the returned blade aligned and passed through the tfn as intended. There were no alignment issues during this evaluation, and the complaint condition could not be replicated. The design is adequate for its intended use and did not contribute to this complaint condition. The pattern of the damage (scrape and wear marks) on the returned blade is helical and the size and geometry is suggestive of damage resembling a locking mechanism tab when tfn was deployed prior to helical blade insertion, thereby creating the wear and scrape pattern. Therefore, this complaint for the returned helical blade is invalid from a design perspective. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: a manufacturing evaluation was performed. The as received condition of the helix blade showed anodized rubbed away on the shaft. Some material displacement and damage was evident in the pocket feature. The product was investigated to the latest design specifications. Since all features relevant to the complaint condition met specification, the complaint is invalid. The complaint device was not implanted, another of same device number was implanted. (B)(4).